Manufacturer narrative:
Patient had a metal allergy which was not disclosed prior or at the time of the procedure. The product contains aluminum chloride as a hemostatic agent. No new ulcerations and no tissue sloughing has been reported. There is still residual pain. Patient has reported the dexamethasone rinse prescribed has alleviated some of the pain. The patient's has a follow up appointment on (B)(6) 2021 for further evaluation. The patient's is fine now.

Event description:
Patient complained of pain within 30 seconds after the application of traxodent during a crown preparation. The tissue was rinsed immediately, however the pain continued to move up the patient's face. The tissue was rinsed again and vitamin e was placed on the affected area. There was a presence of ulcerations within the treatment area. Procedure was stopped and the patient was sent home with mild irritation and pain and prescribed dexamethasone rinse.